Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The customer stated they had received an occlusion alarm, but it did not show up in the history. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.